Event description:
Same case as MFR report#: 6000093-2006-00928 and 6000093-2006-00929. During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured. The lesion being treated was a calcified and tortuous lesion in the right coronary artery (rca). During inflation at nominal atms, the ballon of the 12mm x 2.0mm maverick2 monorail ptca catheter ruptured. Another of the same was attempted. This also ruptured at nominal atms. A 2.0 x 15mm maverick2 monorail ptca catheter was attempted. This balloon also ruptured at an unk atms. A 1.5mm x 15mm maverick2 monorail ptca cahteter was attempted and this balloon also ruptured at nominal atms. The case was successfully completed with a voyager. No pt injuries or complications were reported.